Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The serial digital interface cable was tested into another device and an image came up. Instructions of how to set different input signals were provided by the tac, and a new kind of cable was requested by the customer. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center had formatting issues with the image while using the serial digital interface cable. The issue was found during installation. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definite root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.